Event description:
It was reported the ventricular connector is damaged and cannot accept male part. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the ventricular output connector was damaged. It was also noted that the upper case was broken, the lower case was broken and contaminated, the battery release was contaminated, two side bail covers were contaminated, the lead flex cover was contaminated and the battery drawer was contaminated.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.